Manufacturer narrative:
This is 2 of 3 reports filed for this literature article.

Event description:
An article was published in progres en urologie for a study comparing postoperative results after standard photo-vaporization of prostate(pvp) compared to an anatomical pvp technique. The patients were all treated between 01dec2012 and 01dec2013; 55 men were treated with standard pvp and 51 men anatomical pvp. The following postoperative complications were reported 8% of the men who underwent anatomical pvp had urinary incontinence. There were three cases of bladder-neck sclerosis and four cases of retromeatal stenosis that required a urethrotomy to be performed. Minor complications were 11 urinary infections (clavien grade ii), 9 irritative symptoms (clavien grade I), 1 transfusion (clavien grade ii) and 10 acute urinary retention that required catheterization (clavien grade ii). Major complications (clavien grade iiib) were surgical clot removal and hemostasis; 2 from the standard pvp group and 3 from anatomical pvp group. No further information was available. This report is for the minor complications of urinary infection, irritative symptoms, transfusion, acute urinary retention and incontinence.